Manufacturer narrative:
The device used for treatment was returned for evaluation. Nothing was visually identified that contributed to the reported problem. A functional evaluation was performed. The handpiece passed the handpiece connector test, where the strain-relief is manipulated when the handpiece runs through the diagnostics process. This indicates the cable/wiring at the strain relief of the cable is intact. The handpiece also passed the handpiece characterization test with a torque (t1) value of 24. This indicates proper motor function. When running a case for the handpiece calibration test, the handpiece threw a motor control failure error in cut mode. Log files were not available for further review. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "error message(s)" identified similar events. The most likely cause of the event is a mechanical component/wire failure within the handpiece cable. No further containment or corrective actions are recommended at this time.

Event description:
It was reported that during tka hand piece error was received while doctor was burring. Dismissed it to clear the error. Then had to re-calibrate the hand piece and received calibration threshold errors several times. Tried the typical troubleshooting actions with the calibration errors (checked that everything was snapped in; flat markers in tact and clear of debris, camera lens was wiped clean). After a few attempts, switched out the hand piece. Delay of less than 30 minutes and no patient injuries reported.